Manufacturer narrative:
Pump was received with all the buttons unresponsive due to corroded keypad traces. Keypad connector was fully locked. Unit was received with cracked case at display window corner, minor scratched lcd window, scratched case, cracked belt clip slot at battery tube threads area and partially broken reservoir tube lip.

Event description:
It was reported that the insulin pump came for the unknown reason. The customer¿s blood glucose level was unknown. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.